Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered multiple air detected in cassette messages during drain 3 of 5 of pd treatment. The patient¿s spouse discovered a fluid leak inside of the cassette door of their cycler on the cassette and in the pump module area after cancelling the pd treatment. The leak was discovered when the spouse removed the cycler set cassette from the cycler. In a follow up, the patient¿s spouse reported that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). The patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler is available to be returned to the manufacturer for physical evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered multiple air detected in cassette messages during drain 3 of 5 of pd treatment. The patient¿s spouse discovered a fluid leak inside of the cassette door of their cycler on the cassette and in the pump module area after cancelling the pd treatment. The leak was discovered when the spouse removed the cycler set cassette from the cycler. In a follow up, the patient¿s spouse reported that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event.the patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). The patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted there were visual indications of fluid found within the cassette compartment. There were no visual indications of particulates found within the cassette compartment. There were no burrs or sharp edges in cassette compartment that may have punctured a cassette membrane. The patient sensor check passed. The accelerated stress test passed. No fluid leaks were found during the removal of the cassette. An internal inspection of the cycler showed that there were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and found that a fluid leak was previously investigated on 03/16/2021. The mushroom head check passed during that investigation. The DHR review verified that the results of the in-progress and final quality control (qc) testing met all requirements.the cycler performed as designed and an associated cause could not be determined.